Event description:
A surgeon reported receiving multiple system messages on different occasions. He has since discontinued use of the equipment. Add'l info was received from the surgeon indicating the system displayed a system message during a cataract extraction. The physician that was performing the surgery had to resort to an extracapsular cataract extraction (ecce) in order to complete the procedure. There was no pt harm reported.

Manufacturer narrative:
Add'l info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).